Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: on investigation, the display lens was noted to be cracked on the top part of the lens. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the display screen was cracked. There was no reported adverse physical event associated with this complaint. This complaint is being reported because the alleged issue was not resolved.